Event description:
It was reported to philips that the flexvision monitor fell from the mount, posing a risk to both the patient and the user. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.